Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1, -09.50 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens was replaced with a longer length lens in a second surgery on (B)(6) 2022 due to low vault. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Patient weight, ethnicity and race: unk. (B)(4). Claim# (B)(4).